Manufacturer narrative:
The recipient reportedly recovered following explant surgery. The external visual inspection revealed the electrode was severed near the case, and tool mark damage was observed on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis test was above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Event description:
The recipient reportedly experienced an infection on the implant site. The recipient was prescribed cephalexin. The recipient's infection reportedly resolved, however, 6 months later the device began to extrude. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the case, and tool mark damage was observed on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspections. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis test was above the limit, indicating a non-hermetic device, due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.